Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing step of the manual prime process, followed by a motor error during the rewind process. The customer did not know the blood glucose reading. The customer was unable to troubleshoot at the time of the call due to the motor error alarm. The customer requested to return the infusion set and reservoir for analysis. The customer was advised that the infusion set and reservoir would be replaced and agreed to return the product for analysis. The customer later stated that she had already returned the insulin pump and was advised that she was supposed to return the infusion set and reservoir based on the outcome of the call. Customer stated the supplies were already discarded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-52103.